Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the envella bed. The baxter technician thoroughly inspected the envella bed and was unable to duplicate the reported issue. The envella bed functioned as designed. However, if the reported event of a power cord damaged with copper exposed were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the power cord is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks show no sign of cracking and are intact with no damage. The power cord strain relief shows no sign of cracking and is intact with no damage. Repair or replace the part as applicable.

Event description:
Baxter received a report that envella bed had power cord damaged with copper wires exposed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.